Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. B)(4).

Event description:
It was reported that the implantable cardiac monitor showed pauses during an electrophysiology study. It was observed that the patient had good r-waves when the device was sensing activity. It was also reported that these pauses appear to be false due to loss of contact considering the information that is provided. The device is still in use. No patient complications have been reported as a result of this event.